Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure through navarre drainage catheter. Post the procedure, the side hole at the end of the drainage tube was allegedly kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the partial view of two drainage catheters. Pigtail was clearly visible for both the devices. Blood residues were noted on the device. Few of the holes were visible and it looks deformed in the photos. Multiple kinks were noted on the both the catheter pigtail. Threads were not visible/noted in the catheter. Therefore, the investigation is confirmed for the reported deformation issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure through navarre drainage catheter. Post the procedure, the side hole at the end of the drainage tube was allegedly kinked. The procedure was completed using another device. There was no reported patient injury.